Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding the associated implantation surgery, device serial number and return of device for analysis has been requested. No additional information is available at this time. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma and rupture.

Event description:
Healthcare professional reported "the appearance of periprosthetic effusion" on the left side. Healthcare professional later reported rupture. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Photo evaluation: visual analysis of the photographs identified: rupture: it is not possible observed through the photos provided. Seroma: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "the appearance of periprosthetic effusion" on the left side. Healthcare professional later reported rupture. The device has been explanted and replaced.

Event description:
Healthcare professional reported, "the appearance of periprosthetic effusion" on the left side. Healthcare professional, later reported, rupture. The device has been explanted and replaced.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed, as surgical damage. Seroma: unable to observe, since it is a medical event. And is not related to the device. No additional observations. No further actions are required, as no issues with the manufacturing process are observed.